Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. It was reported by the facility that "proximal to mid lad lesion. Initial procedure was in 2005. Pt was given plavix between procedure in 2005 to july 2006. Pt came in with chest pain, acute mi. Thrombosis located in the stents, slightly in segment on proximal side. Diagnosed angiographically. Aspirator used to remove clot. Use a cutting balloon 3.0x10 inflated to 6-8 atms. Proceded to stent with a 3.0x18 cypher stent. Cut diagonal with cutting balloon 2.0x6. Procedure was successful. Pt is stable. Remains hospitalized." Additional info regarding this event has been requested.

Manufacturer narrative:
H6. The delivery device was discarded by the hosp and the stent remains implanted in the pt, therefore, no direct product analysis is available.